Event description:
Please be informed that depuy synthes noted a potential adverse event regarding a non? Synthes product as noted in the attached literature article. The event also involved a depuy synthes product and was recorded as complaint file (B)(4). We have satisfied our reporting requirements and are providing notice regarding the following manufacturer noted in the event description below: pinnless fixator, stratec medical, oberdor/bl. Fractures were treated with pinnless fixator and 2 days later, changed to an unreamed tibial nail and soft tissue reconstruction was also performed. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).